Event description:
The customer originally sent the ventilator to the field service center because it would not pass the leak test and it was due for preventative maintenance.

Manufacturer narrative:
Na